Event description:
During knee arthroscopy procedure, a chip of blue insulation broke off and fell into the joint. The edges were sharp but not melted. Surgeon proceeded with probe and the insulation began to melt, so sharp edges will not be detected upon evaluation.